Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt has four leads (from the same lot) for off-label use. It was reported the pt felt as if one of the leads was poking out of her skin. In turn, the pt went to the emergency room on (B)(6) 2014. The emergency room doctor allegedly contacted the implanting physician and stated there were no anomalies found. F/u revealed an sjm rep met with the pt on (B)(6) 2014. During the visit, the pt stated she is no longer experiencing discomfort nor the lead poking through.